Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: 1.2.0.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy during an l4-l5 case. Immediately following an imaging spin with a spine clamp, the navigated midas and the passive planar probe were both inaccurate (deep 1mm) when touching bone. The surgeon did feel accurate when touching the screw of the spine clamp. It was also noted that the reference frame was draped while taking an o-arm spin. There was no patient impact. There was a delay of less than an hour.

Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue. Analysis found that the software is functioning as intended. Fdm b01, fdr c19, and fdc d14 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the surgeon used the right side tracker.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the navigation system was performing as intended. The system passed the system checkout and was found to be fully functional. An update was provided from the field that they tested a spin with the imaging system. It was found that there was a difference in accuracy between the right and left side. It was noted that the inaccuracy was not instrument dependent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.